Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that the main printed circuit board (pcb) was out of electrical specification, the upper and lower cases were broken, the ring, side bail covers and ring, side bails were missing, the lead flex cover was corroded and the battery contacts were compressed. (B)(4).

Event description:
It was reported that an external pulse generator (epg) liquid crystal display (lcd) screen was displaying black lines. It was also reported the screen is damaged. It has a "dark swipe thru it". The device was returned for repair. There was no patient involvement.